Manufacturer narrative:
This report is submitted on june 09, 2017.

Event description:
Per the clinic, the patient experienced poor performance with device use and elected to have the device explanted. Subsequently the device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on july 04, 2017.